Event description:
Event description cpi received information that review of the implantable cardioverter defibrillator's (ICD) stored electrograms noted 1 non-sustained episode that did not appear to be tachycardia. Threshold, r-wave, and impedance measurements were stable.